Event description:
Pump and one piece - straight pump connector and shroud returned to manufacturer for analysis with report of "severe spasticity - no flow from pump." Follow up with hcp revealed patient became very weak and then became very spastic. Hcp did not a rotor test. Replaced pump. Patient is doing fine with new pump.